Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump alleging possible under delivery. The customer blood glucose level was 325 mg/dl at the time of incident and several blood glucose over 300 mg/dl. Reasons why customer alleges insulin pump was under delivering was to bolus several times to get blood glucose down sometimes. Customer was treated with insulin pump and bolus for high blood glucose. Customer experienced symptoms such as fatigue and headache. Customer stated insulin pump was wet and exposed to moisture and insulin pump had bent cannula couple of times. Customer stated insulin pump had no delivery alarms. Customer performed self test and it was passed. The device will not be returned for analysis.